Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: no device related issues were reported. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The serial number of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted. The reason for the explant is unknown. The team has requested the pump to be cleaned and returned as a non-functioning demo. No analysis requested as the pump was functioning as intended.